Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that on 10 april 2021, at midnight when the patient was at work their blood glucose levels dropped to 20 mg/dl and they passed out and when they woke up they were drenched in sweat. They were wearing the pod for more than 48 hours on the abdomen. The patient stated that someone at work called the paramedics and when they arrived they pumped some liquid sugar into the patient. They then were able to eat some food. They then waited for their blood sugars to go back up and they then drove home.